Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to the battery connector pin being bent. The root cause for the bent pin was physical abuse.   There was no death or adverse event associated with the battery malfunction.

Event description:
A us distributor reported that a patient's battery would not power on a monitor.